Event description:
The event is reported as: the unit has a very low flow output. The alleged failure occurred during patient use. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.